Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the t-connector is cracking when being connected to the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd t-connector experienced device damage/deformation/cracking. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. When the nurses are connecting the t-connector to the pump, the t-connector is at times cracking. This has happened more than once by more than one nurse.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the t-connector is cracking when being connected to the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd t-connector experienced device damage/deformation/cracking. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. When the nurses are connecting the t-connector to the pump, the t-connector is at times cracking. This has happened more than once by more than one nurse.